Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirms the reported event of tip breakage. The root cause is being attributed to misuse. The in-condl chisel is not designed to be used as a implant removal tool. The initial reporting stated the instrument broke while removing the femoral component. Utilizing the instrument for prying can contribute to fracture due to overload exceeding the ultimate strength of the material. Based on the determination of user error as a contributing factor to the fracture, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Instrument broke while removing the femoral component.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.